Event description:
The catheter was induced into a 6f cross over sheath, in order to dilate a pelvic stenosis by cross over technique. Additional stenoses, which had to be dilated, were discovered on the lower leg. The catheter was to be removed through the 6f sheath in order to be able to induce a 4f dilation catheter for the lower leg stenoses. The catheter however, became stuck in the sheath and could not be pulled back even with great effort. The expended force was so great that the catheter became thinner a short distance over the sheath and bent. The attempt to remove the catheter was abandoned in order not to tear it off completely. Therefore, the catheter had to be removed together with the cross over sheath. This resulted in the loss of the access and the intervention could not be completed. The necessary lower leg dilation could not be carried out and has to be repeated at another time.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unknown. The sample was returned inside a metal introducer. In a laboratory setting, the catheter was easily removed from the introducer. The catheter appeared to have been subjected to extreme force. Prior to release of the product, the device is inserted into an appropriately sized introducer to assure free passage. The results of this investigation are inconclusive. The IFU for this device states: caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.